Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped an ilet insulin pump, resulting in the device breaking into two pieces, and a replacement ilet was shipped with instructions to shut down the damaged unit and return both prior replacements; the patient continued glucose monitoring with a dexcom g7 and used subcutaneous insulin via pen as needed. Symptoms included affected blood glucose. Outcomes included no hospitalization and continued therapy management with alternative insulin delivery. Investigation included device history review, collection of use information, and tracking for device return to enable evaluation. Investigation of this case revealed physical damage to the pump housing and screen consistent with accidental impact, with no evidence of alarms or systemic malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage to the device.